Event description:
It was reported that the pump was warm to the touch while charging and the usb cable was hot to touch and became melted. Upon removal of the usb cable from the pump usb charging port, the cable sparked. Subsequently, the pump could not be charged and the usb port was noted to be damaged. The customer¿s blood glucose was 400 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.